Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via phone the urology imaging monitors failed when staff attempted to start room for days procedures. Customer does not have a back up room. No reported injury.